Event description:
On (B)(6) 2015, essure implanted. On (B)(6) 2015, hsg #1 shows left side blocked, right side completely open and essure had gone through my uterus next to fallopian tube, not in it. On (B)(6) 2015, laparoscopy to remove misplaced essure coil and do tubal ligation of right side. Four weeks later, hsg #2 to make sure hole in uterus had healed. It had but hsg showed left side was not blocked as 1st hsg showed. Having weird almost flu like symptoms: tired, low energy, abdominal pain, horrible, painful acne (never had before) thought I was pregnant, many tests said negative. Found info that my symptoms were not uncommon with other woman who had essure device. On (B)(6) 2015, new doctor, surgery #2 to remove both fallopian tubes and right essure device. Two weeks f/u doctor informed me that device broke as he was removing it, but felt confident he had got it all because there is something on it that indicates the end of it and he was able to get that out. In (B)(6), heavy bleeding and blood clots and pain, put back on birth control pill, as doctor thought it was just from hormones trying to balance out after being on pill and surgery. On (B)(6) 2015, ultrasound showed piece of essure device still stuck in my uterus. Doctor #2 recommended hysterectomy. Second opinions with doctor 3 and 4. Scheduled hysterectomy on (B)(6) 2016 with doctor 4. I have a full time job (as does my husband) and 2 small kids so hysterectomy recovery is going to be tough on many levels.